Event description:
It was reported that the device fractured internally. An ekosonic endovascular device, 135x50cm was selected for use in a case treating acute limb ischemia in the lower extremity. The physician had crossed the treatment zone with the infusion catheter, then proceeded to insert the ultrasonic core. During insertion, the tip of the ultrasonic core broke. The ultrasonic core was exchanged and the procedure continued. There were no reported patient complications.